Manufacturer narrative:
The event occurred on an unreported date in ¿late¿ (B)(6) 2016. The reported product is an unknown baxter titanium adapter. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a connection issue which led to an infection (unspecified). The cause of the event was reported by the nurse as ¿the bacteria from clothes or epidermis through the gap between titanium adapter and an unspecified tube¿. The patient was hospitalized on an unreported date the same month as onset for the event. The patient was treated with vancomycin (dose, frequency, route and duration not reported). Approximately 15 days after hospitalization of the event, the patient recovered and was discharged (unreported date the following month after onset of the event). Dianeal therapy was ongoing. No additional information is available.